Event description:
The following has been reported to hamilton medical ag on 12 february 2024 from a custome.r in australia. It was reported that on (B)(6) 2024, hamilton-t1 (sn (B)(6)) failing on leak test and obstruct valve test. Power loss test failed several times. Tightness test fails (release valve defective) due to leaky or defective.obstructed valve (2nd gen hw). As an immediate correction, the valve assembly was checked. Valve 3hmt-msp161192 replaced to address leak test failure. The impacted device is not listed on control board replacement recall list. According to preliminary analysis performed, potential root cause analysis associated to the reported issue could be reltaed to leaky or defective obstruction valve (membrane is stuck). Accordingly, the following correction are considered: the message "release valve defective" was introduced with sw2.2.0 in case the obstruction valve doesn't open during tightness test. If the message appears after sw update to 2.2.0 or higher, the tightness test needs to be performed successfully in order to reset the alarm. Check if obstruction valve is connected properly. Replace check valve assembly. After the replacement of the check valve assembly and start-up of the device, the message "release valve defective" remains until the tightness test was performed successfully. As per available information, there is no indication that the complaint led to death, injury or serious deterioration of the health of the patient, user or third-party.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Follow-up 2 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information.

Event description:
The following has been reported to hamilton medical ag on (B)(6) 2024 from a customer in australia. It was reported that on (B)(6) 2024, hamilton-t1 (sn (B)(6) failing on leak test and obstruct valve test. Power loss test failed several times. Tightness test fails (release valve defective) due to leaky or defective. Obstructed valve (2nd gen hw). As an immediate correction, the valve assembly was checked. Valve 3hmt-msp161192 replaced to address leak test failure. The impacted device is not listed on control board replacement recall list. According to preliminary analysis performed, potential root cause analysis associated to the reported issue could be reltaed to leaky or defective obstruction valve (membrane is stuck). Accordingly, the following correction are considered: the message "release valve defective" was introduced with sw2.2.0 in case the obstruction valve doesn't open during tightness test. If the message appears after sw update to 2.2.0 or higher, the tightness test needs to be performed successfully in order to reset the alarm. -check if obstruction valve is connected properly. -replace check valve assembly after the replacement of the check valve assembly and start-up of the device, the message "release valve defective" remains until the tightness test was performed successfully. As per available information, there is no indication that the complaint lead to death, injury or serious deterioration of the health of the patient, user or third-party.

Manufacturer narrative:
A detailed investigation was performed by an expert from the technical service: with this investigation it has been confirmed that the device failed to meet its specifications at the time of the event. The root cause of the ventilator was a malfunction of the check valve assembly. There was no patient or user harm. The allegation in this complaint was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event.

Event description:
The following has been reported to hamilton medical ag on (B)(6) 2024 from a custome.r in australia. It was reported that on (B)(6) 2024, hamilton-t1 (sn (B)(6) failing on leak test and obstruct valve test. Power loss test failed several times. Tightness test fails (release valve defective) due to leaky or defective.obstructed valve (2nd gen hw). As an immediate correction, the valve assembly was checked. Valve 3hmt-msp161192 replaced to address leak test failure. The impacted device is not listed on control board replacement recall list. According to preliminary analysis performed, potential root cause analysis associated to the reported issue could be reltaed to leaky or defective obstruction valve (membrane is stuck). Accordingly, the following correction are considered: -the message "release valve defective" was introduced with sw2.2.0 in case the obstruction valve doesn't open during tightness test. If the message appears after sw update to 2.2.0 or higher, the tightness test needs to be performed successfully in order to reset the alarm. -check if obstruction valve is connected properly. -replace check valve assembly after the replacement of the check valve assembly and start-up of the device, the message "release valve defective" remains until the tightness test was performed successfully. As per available information, there is no indication that the complaint lead to death, injury or serious deterioration of the health of the patient, user or third-party.